Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The patient reported experiencing inaccurate cgm readings and stated that this led to a visit to the hospital emergency room on or around (B)(6) 2026. The only values provided by the patient were a cgm reading of 50 mg/dl and a bg measurement of 62 mg/dl. It is unknown whether any cgm inaccuracy occurred prior to or following these referenced values. The patient declined to provide additional details regarding the event. As a result, no information is available regarding associated symptoms, any treatment received, duration of the hospital stay, or the patient¿s current condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.